Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump powers on appropriately with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power interruptions occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
This complaint is being reported due to the alleged intermittent power issue. The patient claimed the animas pump was cutting off and on 7 times within the last 2 hours while the patient carried the pump in her pocket. During troubleshooting, the patient noted the battery cap was tight with no o-ring showing. There was no visible damage or corrosion on the battery compartment. The date and time did not keep after the reboot. There was no adverse event associated with this complaint.